Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and non-malignant pain. The patient fell a few weeks ago onto their back and hit their head on the ground. Ever since they have not had coverage where they need it. The rep reprogrammed the stimulator on the day of the report and was able to regain coverage in the patient¿s left leg and foot. The rep created a new program for the patient where they feel stimulation in their leg to foot. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.